Event description:
It was reported by the patient that he had a bilateral knee surgeries in 2005 performed by dr. (B)(6) who is now retired. Has not had any problems with his knees until recently. A couple of months ago he developed swelling and pain in his left knee. He was told that he had a "floating body" within his knee that had to be removed. He was revised on (B)(6) 2014 for a fractured patella by dr. (B)(6).

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker left knee. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.